Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer experienced diabetic ketoacidosis (dka). And went to the hospital for treatment. Cause of dka was not provided. A blood glucose level was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information. However, no additional information regarding this event was provided.